Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. During pre-repair assessment performed by a technician, no defects or failures were found on the pedal. It had experienced normal wear. Inspection, service, and maintenance were performed and the device was returned to the customer on (B)(4) 2013. Placeholder.

Event description:
Customer reported console of motor e pen heated up a lot and the motor stopped working. The console and other parts are going in for repair (pedal). This is report 1 of 1 for complaint #(B)(4).